Event description:
It was reported by a customer in the (B)(6) that, during pt use, the 840 ventilator generated a battery alarm error code. The pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the backup power supply (bps) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).